Manufacturer narrative:
This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the arcing was observed. Although, there was no patient harm or injury, at this time it is unknown what caused the arcing to occur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, as the surgeon was grasping tissue with a vessel sealer instrument, the monopolar curved scissors (mcs) instrument with a tip cover accessory installed collided with the vessel sealer instrument. At that moment, the intuitive surgical, inc. (Isi) clinical sales representative (csr) observed arcing from the mcs instrument to the vessel sealer. The site then noted an error message and the vessel sealer instrument stopped working. There was no report of patient harm, adverse outcome or injury. Isi followed up with the isi csr and confirmed that the instrument and cannula were inspected prior to use. A pin gage was used to inspect the cannula. The mcs tip cover accessory was placed on the mcs with an installation tool. No electrolube was applied. No fragments fell inside the patient. The mcs instrument collided with the vessel sealer instrument when the surgeon was attempting to use the mcs instrument as a grasper. The surgeon also observed arcing from the mcs instrument to the vessel sealer instrument. The surgeon continued to use the mcs instrument after the instrument collision/arcing with the vessel sealer instrument. The site noted an error message afterwards and the vessel sealer stopped functioning. The mcs instrument will not be returned to isi.